Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the specific areas on the pump touchscreen were intermittently unresponsive. Customer did not recall if blood glucose (bg) was impacted; current bg was in the 200 mg/dl range. Customer reverted to using manual injections for insulin therapy.